Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a ventricular pace right before the patient went into ventricular fibrillation (vf). A shock from the ICD converted the vf. Technical services (ts) was contacted with questions of whether the ICD paced the patient into vf, and ts discussed right atrial automatic threshold (raat) testing, past vf episodes in approximation to raat tests, and the possibility of the ventricular pace occurring at the same time as a premature ventricular contraction (pvc). The ICD system remains in service, but rythmiq was programmed off. No additional adverse patient effects were reported.